Event description:
Customer reportedly received the following results on aviva meter, within 10 minutes: 345 mg/dl, 139 mg/dl, 220 mg/dl, and 167 mg/dl. The customer also received the following results at a different time within 10 minutes: 38 mg/dl and 214 mg/dl. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.